Event description:
It was reported that a patient using an ilet with a g7 sensor experienced hypoglycemia after a meal when the system delivered insulin that appeared to overcorrect as glucose was rising; the patient did not announce the meal and did not confirm the cgm low with a fingerstick. Symptoms included low blood glucose. Outcomes included self-treatment with oral carbohydrates and recovery without healthcare utilization. Investigation included guided troubleshooting and user education regarding meal announcements, insulin delivery behavior, and recent device use actions including fill tubing while disconnected. Investigation of this case revealed no device malfunction was identified and the cause of hypoglycemia remained unclear given the unannounced meal and recent correction behavior. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.